Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) clinical study. It was reported that patient experienced myocardial infarction and in-stent restenosis. In (B)(6) 2021, subject was brought to the cath lab as an outpatient post recent routine follow-up and coronary angiogram was performed. 90% isr in distal om1 was treated with pre-dilation and subsequent placement of 2.25 x 16 mm synergy stent overlapping proximally with the pre-existing stent. Furthermore, 80% isr in distal lcx was treated with kissing balloon angioplasty along with om1. Subject was on clopidogrel and other antiplatelet therapy. Post tvr results revealed residual stenosis of 20% and timi flow of 3 in distal lcx and om1. No complications were noted and the event was considered recovered/resolved. On the following day, the subject was discharged to home on dual antiplatelet therapy. It was further reported in (B)(6) 2021, the subject experienced symptoms of chest pain. The subject was admitted to the hospital for follow up and subsequently underwent several diagnostic procedures. Chest x-ray revealed central vascular congestion and early pulmonary edema with bibasilar atelectasis. EKG revealed sinus rhythm with intermittent left bundle branch block, 1st degree av block. Cardiac enzymes were found to be elevated consistent with spontaneous myocardial infarction (mi). The location of mi was noted to be in lateral position. Echocardiogram revealed mildly decreased left ventricular systolic function with abnormal septal wall motion due to presence of conduction defect. Coronary angiography revealed the entire circumflex and primary obtuse marginal arteries were stented except distal vessels. 70 % proximal instent stenosis prior to bifurcating 80 % instent stenosis and long 70 to 80 % distal circumflex instent stenosis extending into 90 % ostial instent stenosis. 80 to 90 % distal instent stenosis in the om. The isr was noted to be thrombotic nature. On (B)(6) 2021, 472 days post index procedure, 90 % stenosis located in the of proximal lcx and distal lcx were treated by performing laser atherectomy followed by post dilations of the stents. Subsequently, 90 % isr located in proximal lcx, distal lcx and om1 were treated by placement of a non-bsc drug eluting stents of 4 mm x 38 mm, 4 mm x 34 mm and 4.5 mm x 12 mm in an overlapping manner using double kiss crush technique with 0 % residual stenosis and timi flow of 3. On (B)(6) 2021, subject was discharged from the hospital with aspirin and apixaban medication.